Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter powering off during use began on (B)(6) 2011, at around 9 am. It is unknown what type of diabetes management routine she follows and whether or not due to the alleged issue she made any changes to her usual diabetes management. She claimed on (B)(6) 2011, at 12:30 pm, after the alleged issue she felt "deep sweat and started to shake." The patient denied receiving any form of medical treatment due to the alleged issue. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.